Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown.

Event description:
It was reported that patient enrolled in a clinical study. Patient underwent right partial knee arthroplasty on (B)(6) 2008 and left partial knee arthroplasty on (B)(6) 2008. Subsequently, patient's right partial knee was revised to total knee on (B)(6) 2013, due to pain. Patient's left knee was revised to total knee on (B)(6) 2013, due to deterioration.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03332 / 03333).